Event description:
Complainant alleged that the clinicians were attempting to defibrillate a pt (age and gender unknown) with multi-function electrodes that had been applied to the pt for 36 to 48 hours, but the pads would not allow defibrillator to discharge. The clinicians then changed the electrodes with fresh electrodes and succeefully defibrillated the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.